Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6). Patient is 62 years old, male with medical history of diabetes mellitus (type unknown), end-stage ckd (egfr <30 ml/min), renal insufficiency, hypertension, previous myocardial infarction, multiple vessel disease and high bleeding risk. Patient presented with unstable angina. Index pci was done on (B)(6) 2025 to target one type c lesion with 90% stenosed proximal cx and one type c lesion with 90% stenosed mid-lad. Lesion length is 20mm and reference vessel diameter is 3.00mm at proximal cx. One biofreedom 3.00 x 24mm (lot no. W24090620) stent was implanted at 14 atm. Lesion length is 32mm and reference vessel diameter is 3.00mm in mid-lad. One biofreedom 3.00 x 36mm (lot no. W24090630) stent was implanted at 8 atm. Patient was discharged on (B)(6) 2025 with 100mg aspirin, 75mg clopidogrel and terazosin (dosage unknown) prescription. During follow-up on (B)(6) 2025, patient had no angina. Patient presented with nstemi and chest pain on (B)(6) 2026. Angiogram was done on (B)(6) 2026. During follow-up on (B)(6) 2026, patient had myocardial infarction and re-pci was done. Angiography did not indicate any new lesions. Physician noted in-stent restenosis (isr) at ostial-proximal lcx stent (60%) and mid-lad stent (90%). The 3.00mm x 15mm nc balloon (brand and inflation pressure unknown) was used to pre-dilate the previously implanted mid-lad stent with isr. Mid-lad isr lesion was treated with dcb prevail 3.00mm x 25mm inflated up to 20 atm. The 2.00mm x 15mm nc balloon (brand unknown) was used to pre-dilate distal lcx lesion up to 14 atm. The 3.00mm x 15mm nc balloon (brand unknown) was used to pre-dilate the ostial-proximal lcx isr up to 16atm. Ostial lcx isr was treated with dcb prevail 3.00mm x 20mm inflated up to 12 atm for 50s. No dissection or residual stenosis to the treated site. Patient was given dual antiplatelet and discharged on (B)(6) 2026.

Manufacturer narrative:
The biofreedom (bfr1-3024/w24090620 & bfr1-3036/w24090630) stents have been implanted in the patient, and therefore, it is not returned for biosensors' investigation. The available clinical, procedural, and angiographic information does not identify evidence of a biofreedom stent malfunction or product quality deficiency. The reported event represents in-stent restenosis (isr) involving the previously implanted biofreedom 3.00 x 24 mm stent in the ostial-proximal lcx and biofreedom 3.00 x 36 mm stent in the mid-lad approximately 10 months after implantation. The patient's subsequent chest pain and nstemi were attributed to significant isr at the implanted stents location, with angiography demonstrating no new coronary lesions. Isr is a recognized multifactorial complication following coronary stenting. In this case, the patient's significant comorbidities (including diabetes mellitus, end-stage chronic kidney disease, prior myocardial infarction, and multivessel coronary artery disease) together with treatment of complex type c lesions constitute recognized risk factors for restenosis. Repeat pci was successfully performed, resulting in no residual stenosis or angiographic dissection. No procedural complications or device performance issues were reported, and no information is available to suggest a manufacturing defect or device malfunction. Therefore, based on the available evidence, a causal relationship to device malfunction cannot be established, and the event is considered most likely attributable to patient- and lesion-related factors rather than the implanted stents. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The reported events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. Accordingly, there is no correction or corrective action to be implemented.